Event description:
A customer reported to beckman coulter, inc. (Bec) that liquid (probably diluent and blood) was left on the caps of the specimen tubes after processing on unicel dxh 800 coulter cellular analysis system. The customer was wearing ppe including gloves, lab coat, and eye protection at the time of the event. There was no exposure to mucous membrane or open wounds. No injuries occurred and no one sought medical attention. Msds was not reviewed, and it is unknown if the facility has exposure control plan. Patient results were not affected.

Manufacturer narrative:
The customer performed flush probe procedure, but it did not resolve the issue. Service was dispatched and the field service engineer (fse) cleaned the vacuum lines and the probe waste chamber to resolve the issue. System operation was verified. Root cause is attributed to vacuum lines and the probe waste chamber which were flushed during instrument servicing subsequent to this event. Bec internal identifier for this complaint is (B)(4).